Event description:
It was reported that a user experienced hyperglycemia with large ketones during an intercurrent illness while off the ilet system per sick-day guidance, and the user was subsequently hospitalized for diabetic ketoacidosis with plans to restart the device after discharge. Symptoms included hyperglycemia, ketosis, vomiting, fever, cough, congestion, and diabetic ketoacidosis. Outcomes included hospitalization and medical intervention. Investigation included customer outreach and troubleshooting education with instructions for backup subcutaneous insulin therapy and coordination with the endocrine clinic. Investigation of this case revealed that the event occurred in the context of acute illness, with no device alarms reported and no evidence of device malfunction identified through available information. It was concluded that the hyperglycemic event with dka was associated with illness and that a causal relationship to device malfunction could not be established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.